Manufacturer narrative:
This device was used for treatment, not for diagnosis. Additional codes: dzi, erl, hbe. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Placeholder.

Event description:
During an unknown surgery a reciprocating saw attachment spun for a few minutes but then stopped working. There was no delay in surgery, a spare reciprocating saw attachment was used to complete the surgery successfully. There were no injuries reported but medical intervention is unknown. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). The customers complaint that the reciprocating saw attachment operates intermittently was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer 08/13/2013. Device manufacture date 09/14/2010. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.